Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received open book image on screen. Customer's blood glucose level was 130 mg/dl. Customer reported that critical pump error alarm displayed before the open book image. Customer also reported that insulin pump could be found other insulin pump alarm. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and unable to download, problem isolated to electronic assemblies. Unable to verify pump error 40 due to download difficulty.